Event description:
It was reported the device failed high and low calibration and clock battery failed. No patient injury was reported.

Event description:
Additional information received on 19-may-2022 via email and attached to complaint object: event occurred during calibration, no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information:b5: a product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was not duplicated. Tested device pump on the pressure station (pressure per square inch) and test passed. Running three accuracy tests, the pump was found to be within manufacturing specifications and passed test. However, fluid ingression was found on the downstream sensor caused the out of calibration. The root cause was found to be fluid ingression. Required to change clock battery from the customer. Replaced downstream sensor and clock battery.